Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of event is estimated. The device was not returned for analysis. The investigation was unable to determine a conclusive cause for the reported failure to deploy the clip. The treatment appears to be related to circumstances of the procedure, however, the method to achieve hemostasis was not reported. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that vessel puncture closure was attempted using a starclose se device. Reportedly, the starclose se clip was unable to be deployed. The method used to achieve hemostasis was not reported. The physician's name was not reported; therefore, it is not known if the physician is trained in the use of the starclose se device. No additional information was provided.